Event description:
The customer contact reported a leak; subsequently, there was a delay in critical therapy. The tubing set was being used to deliver unspecified concentrations of ativan and fentanyl. After an unspecified length of time in use, a leak was noted at the distal clave port. It was reported the pt "nearly extubated himself". The tubing set was replaced and therapy was resumed. No medical interventions were required. There were no reported adverse pt sequelae. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.